Manufacturer narrative:
It has been reported that the proaqt sensor failed zeroing and "pressure sensor error" presented on the monitor. Furthermore, fluid was found inside the sensor. After a visual check and leakage check it could be observed that no fluid was leaking into the housing. However, fluid residues could be confirmed. As we could no reproduce the leakage into the housing an investigation at the supplier side was initiated for clarifying the root cause of fluid residues in the housing. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: pv8810, lot 23bg02, catalogue #6882824 manufacturing date: 2023-02-28, expiration date: 2026-01-31, UDI: (B)(4).

Event description:
Manufacturer reference: #(B)(4).

Manufacturer narrative:
According to the investigation carried out at elcam, the reason for the failure of the electrical test is due to the use of a large amount of flux for soldering, as a result of the large amount, the flux did not dry during the soldering process and remained in the product after the base was closed, creating a corrosive environment for the solders and tendons. The supplier trained the employees on the soldering process emphasized the importance of the amount of flux for soldering the product. Further more the soldering wire will be changed to a soldering wire filled with flux. Using this wire will prevent flooding of the product with flux and will produce a measured amount of flux for soldering. We have performed the investigation to the most possible extend with the above described output. Therefore, this complaint will be closed.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported, that the proaqt sensor failed zeroing and "pressure sensor error" was presented on the monitor. A fluid (no blood) was found inside the sensor. The problem was solved by replacing with a new one. A leakage in the arterial blood pressure system is reportable as it could result in a blood loss defined as serious injury if it reoccurs. No harm or clinical consequences was reported in the case under review.

Manufacturer narrative:
Further information about the event has been requested. Device requested for investigation but pending answer. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: (B)(4), lot 23bg02, catalogue #6882824 manufacturing date: 2023-02-28, expiration date: 2026-01-31, UDI:(B)(4). H3 other text : device requested and shipped to pulsion.